Event description:
Procedure: unk. According to the reporter: the endo gia universal did not close the loading unit correctly. It was closed and the jaws cannot be reopened. There was an extension of the incision by more than 1 inch and the surgeon changed from endoscopic to open surgery. The surgeon removed the device from the tissue by using shears, cautery and sutures. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).